Event description:
Started using regrow laser cap by hairmax with laser 272 in (B)(6) 2018 to improve hair growth because I have female pattern hair loss. I have not seen any of the promised benefits, not even a progress in that direction and only side effects so far for 4 months. The worst side effects are itchy, oily, flaky scalp and possibly associated shedding of tiny hairs, with no signs of improvement so far. Even though hair shedding is a well-known of any hair growth treatment, it is not added as a side effect in the user manual or the device box. FDA has not asked them too either, strange. This has severely impacted my hair quality and overall psyche. More importance has to be given to this and FDA has to intervene because this device is regulated by FDA as class ii.